Event description:
It was reported the patient needs to have the right side j2 poly revised. Revision surgery has been scheduled for (B)(6) 2017.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].